Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A manufacturer representative reported that, while in a functional endoscopic sinus surgery (fess), an imprecision of 7-10 millimeters was noted during the procedure. The site performed a new registration and precision was restored. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative reviewed archives and reported that the site used merged exams in the case. Magnetic resonance imaging (mr) and computed tomography (CT) images were merged. The computed tomography (CT) held the registration. The registration model is smooth, but the trace pattern could cover a larger area. This is unlikely to be related to a loss in accuracy after switching operating room (or) setup to sterile.

Manufacturer narrative:
Additional information: it was reported the alleged event had occurred during a transsphenoidal tumor resection procedure.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, serial/lot #: unknown, ubd: unknown, UDI# unknown. Upon further review, the fdd listed is now applicable. If information is provided in the future, a supplemental report will be issued.